Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 233 mg/dl, 225 mg/dl and 54 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated with mango juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.